Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and conformed that the hospital breaker lost power and caused the system to shut down. The customer stated that the system was restarted with no issues but the surgeon requested to convert to a laparoscopic procedure. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is not reportable due to the following: the customer converted to the laparoscopic procedure after the start of the procedure due to recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, communication faults after a loss of power were received. The operating room (or) staff reported that they experienced a 40067 error. The caller informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they switched outlets to a good outlet. The isi tse recommended that the site perform a hard reboot of the system. The customer undocked and moved the patient cart away from the bed manually. The caller informed the isi tse that the system would not power down. The isi tse had the caller emergency power off (epo) the patient side cart (psc), cycle breakers on the psc, vision side cart (vsc), and both surgeon side consoles (ssc). The system came up after power cycling breakers. The isi tse viewed live logs and noted no associated errors after reboot. Then, due to system prompts, the isi tse advised the caller to adjust the arms after rebooting. The isi tse also recommended the caller to place the manual drive lever back to power (if it was still in manual) from moving the psc. The caller informed the isi tse that the system looked like it was back to normal. The caller was able to sterile stow the system. The caller informed the isi tse that they believed it was the isi vsc that lost power but weren't sure. The surgeon converted to laparoscopy due to power loss. The isi tse recommended that the site to call back if they require further assistance. The site proceeded with the case laparoscopically with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no injury to the patient.